Event description:
It was reported by the patient's family member that an alert has been sounding sporadically; sometimes during the day and sometimes during the night. Follow up indicated that the patient has not been checked since the call. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, 2002-(B)(6). (B)(4).